Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture and pace impedance measurements of greater than 3,000 ohms. It was noted that the patient had atrial fibrillation and was having an ablation due to symptoms. Subsequently, the lv lead was surgically abandoned. A new lv lead was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that the lv lead was found to have been stuck in the header of the device during the procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture and pace impedance measurements of greater than 3,000 ohms. It was noted that the patient had atrial fibrillation and was having an ablation due to symptoms. Subsequently, the lv lead was surgically abandoned. A new lv lead was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that the lv lead was found to have been stuck in the header of the device during the procedure.